Event description:
The customer reported that during an open ovarian cancer radical operation, the jaws of the device could not be reopened while applied to tissue. The surgeon was able to work the device off of the tissue by hand. The patient was not injured. This incident resulted in a delay to the procedure of more than 30 minutes.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information, pertinent to the incident is obtained, a follow-up report will be submitted.